Event description:
It was reported that there was no specific event known. Patient encountering symptoms of a worn poly. Original primary knee was done in 1996 in grand junction, co.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.